Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a mitral valve replacement procedure, a loss of sensing was observed on the pulse generator. The patient experienced ventricular fibrillation during the procedure and required external defibrillation. It was thought that the loss of sensing may have resulted in the arrhythmia. At the conclusion of the procedure, premature battery depletion was observed. The patient passed away due to unrelated causes before intervention was performed.